Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that on multiple, intermittent occasions, the customer was treated in the emergency room. The contact declined to provide any further information regarding why the customer had to go to the emergency room. There was no device issues reported.